Manufacturer narrative:
Philips service replaced the mainboard battery, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the mainboard battery was depleted, causing boot issues on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.